Event description:
We noticed a blood leak--this occurs when sterile water from the heat exchanger crosses the heating element into the blood pathway. This crossover should not occur. The problem was recognized prior to initiation onto ECMO and a new circuit was primed for use. No patient harm.